Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿appropriate oversizing (6-33%) is built into the recommended sizes. Therefore, do not incorporate additional oversizing in the selection of the stent graft.¿ per IFU, the intended aortic diameter for a 37mm gore® tag® device is 29-34mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a descending thoracic aortic pseudoaneurysm using gore® tag® conformable thoracic stent grafts with active control system. A 31mm x 10cm gore® tag® device was placed distally, just proximal to the celiac artery. A 37mm x 10cm gore® tag® device was then placed proximally. According to the report, the patient¿s aortic diameter in the proximal region of treatment was 26 to 27 mm. On an unknown date, a follow-up examination reportedly revealed a stent graft-induced new entry tear at the proximal end of the 37mm device. On (B)(6) an additional procedure was performed whereby two additional gore® tag® devices were placed proximally to treat the new entry tear. The patient tolerated the procedure.